Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the accu-chek performa meter was unavailable for use during a hypoglycemic event. The customer reported that she was unable to test her blood glucose on the day of the event due to receiving an error message. The customer experienced low blood glucose symptoms and lost consciousness. The customer's husband found her unconscious on the floor and called 911. The husband treated the customer with honey and 1 can of soda. The emergency doctor arrived and the tested the customer's blood glucose and received a result of 35 mg/dl and administered an injection of glucagon. The customer recovered was not transported to the hospital.